Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of clinical usage. There was minimal evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle of 25 degrees. Based upon the observation of the toggle not always releasing activation, the reported complaint for "remained activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 continued to ignite when the trigger was not pressed. This caused the vein to transect. The surgeon had to cut the vein and take two pieces to complete the case. The same unit was used to complete the procedure. The hosp did not report any further pt effects. The product was returned. The reporter does not believe there are any long term pt effects.